Event description:
When the doctor pressed on either footpedal, the doctor would receive any response from the generator. The nurse swapped the footswitch with another footswitch and the doctor completed the case with no pt consequence.